Manufacturer narrative:
Concomitant medical products: product ID: 8703, lot# j93126012, implanted: (B)(6) 1994, explanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported by a patient that with their age, their skin was getting thin. The pump was placed on their left side for about 16 years. The pump was then place on their right side and when the patient bent over, the pump went down to her groin. So the patient had it removed on (B)(6) 2010. It was later reported by the healthcare provider (hcp) that the pump protruded through the patient's skin and the pump and catheter were explanted. The cause of the pump moving to the groin was not determined. The type of medication used in the device was unknown. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. If additional information becomes available a follow-up report will be submitted.